Manufacturer narrative:
(B)(4). Returned product consisted of the watchman access sheath (was) only. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (ovalized) with delamination of the inner liner. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable on analysis completed on 10/17/2017. It was reported the tip of the access system was inverted. A left atrial appendage (laa) closure procedure was being performed. The watchman access system (was) positioned in the patient and it was noted that they could not get bleed back. The was removed and it was noted that the tip was inverted. There was no attempt to place a watchman laa closure device. The procedure was aborted due to another reason. There were no patient complications and the patient condition was fine. However, device analysis revealed inner liner delamination of the was.